Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. The devices remained implanted in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A design or manufacturing root cause for the reported event could not conclusively be determined. However, product use was incongruent with the IFU due to the concomitant use of non endologix infrarenal and left iliac artery stents, the near 90 degree aortic neck angulation, aortic neck length of less than 15 mm, an aortic diameter of less than 18 mm, and the reported left iliac stenosis (90%).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
It was reported that the patient presented with enlarged aaa on follow up cta, and an endoleak. Upon evaluation of the cta the physician identified a component separation of both the mdt cuff (competitor device) and the infrarenal aortic extension from the bifurcated device. That was originally placed in 2013. Additionally, the physician noted the stent fractures in the bifurcated device with dilation of the main body. He went on to repair this endovascular with a mdt bifurcated device (competitor device). The patient tolerated the procedure well.